Manufacturer narrative:
Product event summary: the patient data files showed that system notices (#50012) was received indicating that the refrigerant delivery path was obstructed, also multiple applications had temperature and low flow profile with the test catheters on the date of the event. The data files showed at least seven applications were performed with a balloon catheter. The catheter was returned and analyzed. Visual inspection of the catheter 2af283 / 08789-35 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 5 injections. A dissection showed that the guide wire lumen kinked at 0.96 cm from the tip inside the balloons. Pressure testing did not show leaks. In conclusion, the catheter failed the return inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.